Event description:
No blood glucose levels reported. The customer reported that the insulin pump would not properly alarm for high blood glucose levels. The customer reported that the insulin pump would give out one beep then continuously give three beeps where in the past it gave out just the three beeps. The customer also reported running the self test and the insulin pump did not pass. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed self test. The audible functioned properly. No unexpected beep anomaly or audio and or beep anomaly noted. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.